Event description:
As stated in the medwatch report submitted by (B)(6). "Event description: during the procedure, the monopolar suction coagulator broke while in the pt's throat. The broken coagulator was removed from the surgical field. Device usage problem: device malfunction - that is, the device did not do what its supposed to do. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.)"

Manufacturer narrative:
Based on the info submitted by boston medical center in section b of the medwatch form FDA 3500, and as outlined in the FDA's general instructions: "type of reportable event": this event does not fall under the guidelines, this is not a MDR event. The event did not cause death, life-threatening or permanent disability/damage or prolong hospitalization." Conclusion: inspection of the point where the break occurred showed deformation of the tube consistent with it having been bent excessively, which essentially caused the walls of the tube to crimp together and then fracture when any further bending takes place. This appears to be customer handling issue.